Manufacturer narrative:
The boston scientific technical services department discussed the possibility of a connection issue or an rv lead dislodgement. An attempt was made to gather additional information about this event; however, no additional information is available at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information from a healthcare professional that this chronic transvenous right ventricular (rv) lead exhibited significantly increased pacing thresholds (from 1 volt to 8 volts) and loss of capture after the patient was upgraded to a competitive device. Impedance measurements remained unchanged after the procedure. The patient is not pacemaker dependent, and no adverse patient effects have been reported as a result of this event. The patient was reportedly sent to have an x-ray, but the results of the x-ray are unknown.